Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call a black screen display. Customer's blood glucose level was 436 mg/dl. Customer advised they woke up this morning and the screen was black. Customer advised they have been treating themselves with a manual syringe. Troubleshooting for the black screen display was performed. Customer advised they replaced the battery and the device reset itself. Customer was able to rewind and perform self test. Customer changed the complete set and reservoir. Customers alarm history showed external ram crc error, unexpected restart error, and displayable history crc check failed on startup as well. Customer was explained all the alerts and possible causes. Customer was advised to monitor the insulin pump and call back if they have any issues.